Manufacturer narrative:
D10 concomitant product: egiaunivxl, egiaunivxl xl endo gia universal x3 (lot#p2m0186). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the articulating lever broke. The issue occurred with a second handle. Another handle was used to complete the case. There was no patient injury.